Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, in (B)(6) 2016 the patient was experiencing or had experienced bladder tumor, mixed urinary incontinence, and sling erosion. In (B)(6)2016, the patient was experiencing bladder cancer, and continued to experience mixed urinary incontinence and sling erosion. A cystoscopy with transurethral resection of the bladder tumor took place. Removal of the aris sling also took place under general anesthesia. It was also noted that the patient had experienced severe pain with daily activities and intercourse, unspecified physical deformity, and the loss of ability to perform sexually.